Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
The trial was a ¿pain in the butt¿. The patient has so much trouble running this thing up and down when he moves to different positions. It worked fine as far as going up and down, just has a hard time finding the right spot. For this reason the patient wanted to know if the permanent implant would change on its own. The patient knew that it was probably moving by his spine and was getting close. Once in a while it gives him a jolt. The jolting happens if the patient twists or puts his arms behind his head. The trial was started on thursday. It was also stated that the patient did not know what he did just now, he went to shave, the ¿darn thing¿ came unplugged, and he plugged it back in. The patient hit the wrong button or something and it went up to 6.5 and ¿my god I couldn¿t unplug it quick enough. I thought I¿d be tougher than that but I¿m not¿. It took care of the patient¿s pain for a couple days afterwards but hurt. Two days later the patient¿s health care provider (hcp) reported that the event was attributed to the lead. There were no abnormal impedance measurements. The patient experienced some extra stimulation to legs, ¿no motor component¿ [illegible]. Hospitalization was not required. The patient outcome was noted as no injury.